Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer blood glucose level was 6.3 mmol/l. The customer states they had more occurrences of change of battery than usual. The customer was assisted with troubleshoot. Customer reports pump has been exposed to temperatures below 41°f. The customer states that notification light was not stopped flashing immediately. The customer was advised to wait until the light stops flashing. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. The insulin pump will not be returned for analysis.